Manufacturer narrative:
The customer was informed of the possibility of a pinhole or valve damage on the vac pac. The customer was also provided information for storage, repair, testing and replacement. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device had a slow leak during surgery. There was no report of death, serious injury or delay in treatment. The customer reported no visible damage on the vac pac. The customer also reported that the vac pac device stays firm after it is suctioned, but had softened when the patient was on the vac pac. The vac pac device was shipped in january 2017 and was destroyed at the user facility.